Event description:
It was reported that two pts underwent an open posterior instrumented fusion (psf) with tlif procedure using a peek cage and rhbmp-2/acs. An unk time post-op, both pts developed arachnoiditis.

Manufacturer narrative:
(B)(4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.